Manufacturer narrative:
This report is associated with argus case (B)(4), biotene mouth spray.

Event description:
Five (5) seconds after using the biotene mouth spray 1.5 oz (savannah) that they were having issues breathing. The consumer said she was allergic to the product. Case description: this case was reported by a consumer and described the occurrence of difficulty breathing in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included chronic obstructive pulmonary disease and asthma. On (B)(6) 2016, the patient started biotene mouth spray (savannah). On (B)(6) 2016, 5 sec after starting biotene mouth spray (savannah), the patient experienced difficulty breathing (serious criteria hospitalization). On an unknown date, the patient experienced drug allergy. The patient was treated with prednisone. Biotene mouth spray (savannah) was discontinued on (B)(6) 2016 (dechallenge was positive). On an unknown date, the outcome of the difficulty breathing was not recovered/not resolved and the outcome of the drug allergy was unknown. It was unknown if the reporter considered the difficulty breathing to be related to biotene mouth spray (savannah). The reporter considered the drug allergy to be related to biotene mouth spray (savannah). Additional details, adverse event information was received on 23 november 2016. The consumer reported that 5 seconds after using the biotene mouth spray 1.5 oz (savannah) that had issues with breathing. The consumer has copd (chronic obstructive pulmonary disease) and asthma and was hospitalized from the day of the incident (B)(6) 2016. The consumer was released and given a prescription of prednisone to assist with her respiratory problems. The consumer had not fully recovered since the incident and withdrew the product.

Manufacturer narrative:
MFR 1718912-2016-00034 is associated with argus case (B)(4), biotene mouth spray.

Event description:
Case description: this case was reported by a consumer and described the occurrence of difficulty breathing in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included chronic obstructive pulmonary disease and asthma. On (B)(6) 2016, the patient started biotene mouth spray (savannah). On (B)(6) 2016, 5 sec after starting biotene mouth spray (savannah), the patient experienced difficulty breathing (serious criteria hospitalization). On an unknown date, the patient experienced drug allergy. The patient was treated with prednisone. Biotene mouth spray (savannah) was discontinued on (B)(6) 2016 (dechallenge was positive). On an unknown date, the outcome of the difficulty breathing was not recovered/not resolved and the outcome of the drug allergy was unknown. It was unknown if the reporter considered the difficulty breathing to be related to biotene mouth spray (savannah). The reporter considered the drug allergy to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 23 november 2016. The consumer reported that 5 seconds after using the biotene mouth spray 1.5oz (savannah) that had issues with breathing. The consumer has copd (chronic obstructive pulmonary disease) and asthma and was hospitalized from the day of the incident (B)(6) 2016. The consumer was released and given a prescription of prednisone to assist with her respiratory problems. The consumer had not fully recovered since the incident and withdrew the product. Follow-up information was received on 13 december 2016 via returned consumer authorization form. The consumer's details were updated. The consumer provided lot number for biotene mouth spray (savannah) which she thought was v63281. The consumer did not provide complete physician's details for further follow up with the physician.

Manufacturer narrative:
This case is associated with argus case (B)(4), biotene mouth spray.

Event description:
Case description: this case was reported by a consumer and described the occurrence of difficulty breathing in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included chronic obstructive pulmonary disease and asthma. On (B)(6) 2016, the patient started biotene mouth spray (savannah). On (B)(6) 2016, 5 sec after starting biotene mouth spray (savannah), the patient experienced difficulty breathing (serious criteria hospitalization). On an unknown date, the patient experienced drug allergy. The patient was treated with prednisone. Biotene mouth spray (savannah) was discontinued on 21st november 2016 (dechallenge was positive). On an unknown date, the outcome of difficulty breathing was not recovered/not resolved and the outcome of the drug allergy was unknown. It was unknown if the reporter considered the difficulty breathing to be related to biotene mouth spray (savannah). The reporter considered the drug allergy to be related to biotene mouth spray (savannah). Additional details, adverse event information was received on 23 november 2016. The consumer reported that 5 seconds after using the biotene mouth spray 1.5 oz (savannah) that had issues with breathing. The consumer has copd (chronic obstructive pulmonary disease) and asthma and was hospitalized from the day of the incident (B)(6) 2016. The consumer was released and given a prescription of prednisone to assist with her respiratory problems. The consumer had not fully recovered since the incident and withdrew the product. Follow-up information was received on 13 december 2016 via returned consumer authorization form. The consumer's details were updated. The consumer provided lot number for biotene mouth spray (savannah) which she thought was v63281. The consumer did not provide complete physician's details for further follow up with the physician. Follow-up information was received on 14 february 2017 via returned consumer authorization form. The consumer provided the address of the hospital without physician's name.